Event description:
It was reported a transseptal puncture was performed using a sjm brk needle in preparation for a pulmonary vein isolation procedure. The cs response catheter was placed in the coronary sinus. Geometry in the left atrium was obtained using a sjm spiral catheter and the cool path ablation catheter. During the fusion process, it was noticed that there was a decrease in the pt's blood pressure. Echocardiography confirmed an effusion and a pericardiocentesis was performed. The case ended immediately. Approximately 3 hours later, the pt underwent surgery due to the effusion. The physician was unsure of the cause for the effusion and did not attribute the event to the sjm products.

Manufacturer narrative:
We were unable to evaluate the product involved in this incident since no components of the device were returned for analysis. Based on the info provided to st jude medical, the cause for the reported pericardial effusion remains unk. As the lot number for the devices is unk, review of the device history records was not possible. (B)(4).